Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation: uterus') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia (not recovered prior to essure) and overweight. Previously administered products included for an unreported indication: mirena. Concurrent conditions included rheumatoid arthritis, asthma, uterine bleeding, uti and chronic cervicitis. Family history included heart disease, unspecified (*mother) and breast cancer (*paternal grandmother). Concomitant products included eszopiclone (lunesta), ibuprofen, ondansetron, prednisone, salbutamol (albuterol) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems: depression"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anaemia ("blood or heart disorder/condition: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("psych injury/ psychological or psychiatric problems:mental anguish/ anxiety") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain abdominal area"), bladder disorder ("bladder/urinary problems: other (nos)"), urinary tract disorder ("bladder/urinary problems: other (nos)"), headache ("headaches") and back pain ("pain lower back area"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, depression, vaginal haemorrhage, anaemia, dyspareunia, fatigue, anxiety, vaginal discharge and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache had resolved and the back pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, perforation, other injuries/symptoms:yes last night began vaginal bleeding and passed a fetus diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on 17-jan-2012: essure device was successfully occluded./ there has been tubal embolization. No opacification of either tube or extravasation of contrast from either tube. Ultrasound pelvis - on (B)(6) 2013: enlarged uterus probably associate with uterine fibroid formation. Essure devices felt to be in normal position, recommend further evaluation. Asymmetry ovarian size, right larger than left.; on (B)(6) 2014: no acute inflammatory process identified in abdomen or pelvis. Appendix and gallbladder appear normal. Bilateral essure devices seen within the fallopian tube. No pelvic free fluid noted.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, pelvic pain, vaginal bleeding, migraine headache, fatigue, weight gain, depression quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') and uterine perforation ('perforation: uterus') in an adult female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia (not recovered prior to essure) and overweight. Previously administered products included for an unreported indication: mirena. Concurrent conditions included rheumatoid arthritis, asthma, uterine bleeding, uti and chronic cervicitis. Family history included heart disease, unspecified (mother) and breast cancer (paternal grandmother). Concomitant products included eszopiclone (lunesta), ibuprofen, medroxyprogesterone acetate (depo-provera), nsaids since (B)(6) 2011, ondansetron, paracetamol (acetaminophen) since (B)(6) 2011, prednisone, salbutamol (albuterol) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems: depression"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anaemia ("blood or heart disorder/condition: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("psych injury/ psychological or psychiatric problems:mental anguish/ anxiety") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("abdominal pain/ pain abdominal area"), bladder disorder ("bladder/urinary problems: other (nos)"), urinary tract disorder ("bladder/urinary problems: other (nos)"), headache ("headaches"), back pain ("pain lower back area"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache had resolved, the depression, vaginal haemorrhage, anaemia, dyspareunia, fatigue, anxiety, vaginal discharge, weight increased, urinary tract infection and post procedural complication outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, perforation, other injuries/symptoms:yes. Last night began vaginal bleeding and passed a fetus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded./ there has been tubal embolization. No opacification of either tube or extravasation of contrast from either tube. Ultrasound pelvis - on (B)(6) 2013: enlarged uterus probably associate with uterine fibroid formation. Essure devices felt to be in normal position, recommend further evaluation. Asymmetry ovarian size, right larger than left.; on (B)(6) 2014: no acute inflammatory process identified in abdomen or pelvis. Appendix and gallbladder appear normal. Bilateral essure devices seen within the fallopian tube. No pelvic free fluid noted. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, pelvic pain, vaginal bleeding, migraine headache, fatigue, weight gain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication and uti. Updated outcome of events fallopian tube perforation, uterine perforation, pelvic pain, as recovered. Updated event genital haemorrhage as non serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), uterine perforation ('perforation: uterus') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia (not recovered prior to essure) and overweight. Previously administered products included for an unreported indication: mirena. Concurrent conditions included rheumatoid arthritis, asthma, uterine bleeding, uti and chronic cervicitis. Family history included heart disease, unspecified (*mother) and breast cancer (*paternal grandmother). Concomitant products included eszopiclone (lunesta), ibuprofen, ondansetron, prednisone, salbutamol (albuterol) and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems: depression"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anaemia ("blood or heart disorder/condition: anemia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), anxiety ("psych injury/ psychological or psychiatric problems:mental anguish/ anxiety") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ pain abdominal area"), bladder disorder ("bladder/urinary problems: other (nos)"), urinary tract disorder ("bladder/urinary problems: other (nos)"), headache ("headaches") and back pain ("pain lower back area"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, depression, vaginal haemorrhage, anaemia, dyspareunia, fatigue, anxiety, vaginal discharge and weight increased outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache had resolved and the back pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, perforation, other injuries/symptoms:yes. Last night began vaginal bleeding and passed a fetus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded./ there has been tubal embolization. No opacification of either tube or extravasation of contrast from either tube. Ultrasound pelvis - on (B)(6) 2013: enlarged uterus probably associate with uterine fibroid formation. Essure devices felt to be in normal position, recommend further evaluation. Asymmetry ovarian size, right larger than left.; on (B)(6) 2014: no acute inflammatory process identified in abdomen or pelvis. Appendix and gallbladder appear normal. Bilateral essure devices seen within the fallopian tube. No pelvic free fluid noted.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, pelvic pain, vaginal bleeding, migraine headache, fatigue, weight gain, depression. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet received and medical records received : lot number added. Reporter information added. Events added- vaginal haemorrhage, anaemia, dyspareunia, fatigue, fallopian tube perforation, vaginal discharge, weight increased, back pain. Event ¿psychological trauma¿ replaced with events ¿depression, anxiety¿. Severity of pelvic pain, abdominal pain, back pain updated. Medical history, family history, concomitant conditions and concomitant products added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other (nos)"), urinary tract disorder ("bladder/urinary problems: other (nos)"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder, urinary tract disorder, migraine and headache had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: received treatment for pain, bleeding, perforation, other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event "injury " replaced with "pelvic pain", events- " abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general, abnormal bleeding, psych injury, perforation: uterus, bladder/urinary problems, migraine, headaches", reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.